Event description:
A user facility reported an intraocular lens (iol) was removed and replaced through an enlarged incision during the same surgical procedure due to a scratch noted on the iol after insertion. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-distal area (returned). The second haptic was cracked distal area on a post of the lens case. The optic was scratched, cracked through the center and torn against two posts of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/09/2009 and 10/14/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to the FDA on: 10/23/2009.